Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7071033, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients stimulation programs were causing pain and weird muscle sensations. It was also reported that the stimulation was inadequate and was not covering the target areas. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.